Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that there is a piece on the bottom that fell off. Customer stated that the down arrow button does not always respond. Customer declined troubleshooting for pump damage. Customer stated that the sticker is coming loose and they glued it down. Customer also stated that their belt clip is broken. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.